Event description:
Bayer case number: (B)(4). Severe episodic abdominal pain on the left side [abdominal pain]. Severe pain caused by a significant ovarian cyst on the left [ovarian cyst]. Ovarian cyst pain [ovarian pain]. Capsulitis in the left shoulder [capsulitis of shoulder]. Difficulty moving (feeling like I had the body of an old lady, at 50 years old) [mobility decreased]. Repeated tendonitis [tendonitis]. Suspicion of osteoarthritis in the knees [osteoarthritis knees]. Abnormally high gamma gt [gamma-glutamyltransferase high]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 24-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("severe episodic abdominal pain on the left side") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2021, she experienced abdominal pain (seriousness criterion intervention required), ovarian cyst ("severe pain caused by a significant ovarian cyst on the left"), adnexa uteri pain ("ovarian cyst pain"), periarthritis ("capsulitis in the left shoulder"), mobility decreased (" difficulty moving (feeling like I had the body of an old lady, at 50 years old)"), tendonitis ("repeated tendonitis") and osteoarthritis ("suspicion of osteoarthritis in the knees") and was found to have gamma-glutamyltransferase increased ("abnormally high gamma gt"). The patient was treated with surgery (to remove essure and adnexectomy). Essure was removed. At the time of the report, the abdominal pain, periarthritis, mobility decreased, tendonitis, osteoarthritis and gamma-glutamyltransferase increased had not resolved. The outcomes for ovarian cyst and adnexa uteri pain were unknown. No causality assessment was received for essure with regard to ovarian cyst, adnexa uteri pain, periarthritis, abdominal pain, mobility decreased, tendonitis, osteoarthritis or gamma-glutamyltransferase increased. The reporter commented: I am well aware that these problems are not necessarily attributable to essure inserts. But for several years now, I've been preoccupied with the frequent nature of this bodily harm, and the recent blood test with worrying results has made me decide to look for the cause of all this. Furthermore, when I underwent an adnexectomy for a cyst of "left ovarian or left para tubal" origin, the gynecologist who performed my surgery (and to whom, during the pre-operative consultation, I had mentioned the presence of the implants) never wanted to mention the essure problem as a possible cause of this cyst, nor the complete removal of the left implant after surgery, which would have reassured me given the consequences of the uncontrolled presence of such a device, or one of its parts. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Blood test]: (date unknown): not available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Severe episodic abdominal pain on the left side [abdominal pain], severe pain caused by a significant ovarian cyst on the left [ovarian cyst], ovarian cyst pain [ovarian pain] , capsulitis in the left shoulder [capsulitis of shoulder], difficulty moving (feeling like I had the body of an old lady, at 50 years old) [mobility decreased], repeated tendonitis [tendonitis] , suspicion of osteoarthritis in the knees [osteoarthritis knees] , abnormally high gamma gt [gamma-glutamyltransferase high] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 24-mar-2025. The most recent information was received on 01-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("severe episodic abdominal pain on the left side") and ovarian cyst ("severe pain caused by a significant ovarian cyst on the left") in a 50-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2021 she experienced abdominal pain (seriousness criterion intervention required), ovarian cyst (seriousness criterion medically important), adnexa uteri pain ("ovarian cyst pain"), periarthritis ("capsulitis in the left shoulder"), mobility decreased ("difficulty moving (feeling like I had the body of an old lady, at 50 years old)"), tendonitis ("repeated tendonitis") and osteoarthritis ("suspicion of osteoarthritis in the knees") and was found to have gamma-glutamyltransferase increased ("abnormally high gamma gt"). The patient was treated with surgery (left adnexectomy and adnexectomy). Essure was removed. At the time of the report, the abdominal pain, periarthritis, mobility decreased, tendonitis, osteoarthritis and gamma-glutamyltransferase increased had not resolved. The outcomes for ovarian cyst and adnexa uteri pain were unknown. No causality assessment was received for essure with regard to ovarian cyst, adnexa uteri pain, periarthritis, abdominal pain, mobility decreased, tendonitis, osteoarthritis or gamma-glutamyltransferase increased. The reporter commented: I am well aware that these problems are not necessarily attributable to essure inserts. But for several years now, I've been preoccupied with the frequent nature of this bodily harm, and the recent blood test with worrying results has made me decide to look for the cause of all this. Furthermore, when I underwent an adnexectomy for a cyst of "left ovarian or left para tubal" origin, the gynecologist who performed my surgery (and to whom, during the pre-operative consultation, I had mentioned the presence of the implants) never wanted to mention the essure problem as a possible cause of this cyst, nor the complete removal of the left implant after surgery, which would have reassured me given the consequences of the uncontrolled presence of such a device, or one of its parts. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Blood test] (date unknown): not available. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-apr-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.